Manufacturer narrative:
The complaint is under investigation.

Event description:
It has been reported that during procedure , the eva triggered a message. After a few attempts the surgeon was able to complete the surgery as scheduled. Due to the reported event surgery was prolonged > 30 minutes. No actual patient harm occurred.

Manufacturer narrative:
With regard to this event logfiles were provided for review. Review of the logfiles revealed several occurrences of an error message logged on may 7th 2022 indicating a temperature error from the pump module. After this occurrence date the logfiles did not show repeat failures. This error can be triggered by an actual too high temperature inside the pump module due to high friction or jam. Since the error message did not persist, it was concluded that the event most likely is not attributable to the eva surgical system, however, due to this repeat failure a random component failure of the pump module cannot be ruled out. In addition, insufficient cooling of the eva system during use due to operating the system outside the environmental conditions as included in section a1.2 "eva environmental specifications" of the eva instruction manual (i.e. Outside the ambient temperature range of +15°c to 30°c) could also clarify the reported event. Review of the complaint database indicated no repeat failures were logged on the eva surgical system subject to this complaint until today. The customer will be advised to monitor the situation and to ensure that the eva system is operated within the environmental conditions specified. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends. No corrective or preventive actions will be implemented as a result of this incident.

Event description:
It has been reported that during procedure , the eva triggered a message. After a few attempts the surgeon was able to complete the surgery as scheduled. Due to the reported event surgery was prolonged > 30 minutes. No actual patient harm occurred.